Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 21.3 mmol/l (383.4 mg/dl), while wearing the pod between 4 and 24 hours on the back. It was noted that the cannula was bent. As treatment for the hyperglycemia, a new pod was applied.